Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test.". The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain ("pelvic/abdominal pain"). In 2015, the patient experienced vision blurred ("vision problems/ visn/eye problems-blurred vision"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("pelvic/abdominal pain") and abdominal pain lower ("lower abdominal pain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, vision blurred and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, fallopian tube perforation, pelvic pain, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received : new events added - lower abdominal pain, patient does not undergo confirmation test. Event vision impairment was updated to vision blurred event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient does not undergo confirmation test.". The patient's concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient was found to have weight increased ("weight gain"). In 2013, the patient experienced pelvic pain ("pelvic/abdominal pain"). In 2015, the patient experienced vision blurred ("vision problems/ visn/eye problems-blurred vision"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), abdominal pain ("pelvic/abdominal pain"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("stomach cramps"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, abdominal pain lower, vision blurred, weight increased and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, fallopian tube perforation, pelvic pain, vision blurred and weight increased to be related to essure. The reporter commented: discrepancy noted for essure insertion date- (B)(6) 2010 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 39 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: newly added events- stomach cramps. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), pelvic pain ("pelvic/abdominal pain"), abdominal pain (",pelvic/abdominal pain") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, pelvic pain, abdominal pain, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, fallopian tube perforation, pelvic pain, visual impairment and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case became incident. Unspecified event "injury to herself" was updated to more specific events: "pelvic/abdominal pain, perforation: fallopian tubes, vision problems, weight gain". Reporter contact information was added. Patient's demographics were added, essure insertion date updated. Product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.